Event description:
(B)(4). Since having this device implanted I have had nothing but problems. Severe anxiety depression, weight gain, swollen ankles and feet, sharp stabbing pains in the lower left abdomen, persistent sweating, hair loss of libido, heavy menstrual cramping accompanied by heavy bleeding and big clots. Months of no period months of having period. This is awful and I want my life back!!!!